Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, fluoroscopy revealed externalized conductor between the svc coil and rv coil. No electrical anomalies were detected. Lead remains implanted.